Event description:
During an endoscopy lithotripsy procedure a wilson-cook memory soft wire basket was used to facilitate the removal of a stone. The basket wires broke during the procedure at the distal end of the basket handle. Crushing of the stone was unsuccessful. No injury to the patient was reported.